Event description:
On (B)(6) 2012, mr (B)(6) orthopaedic surgeon was operating on a patient's fractured femur and he was using a depuy consigned versa femoral troch nail system. He was using the recon selection of the system and applying the 6.5mm x 2, lag screws to the patient's femoral neck. The scrub assistant had not applied the target arm attachment bolt to the jig correctly so it had jammed through the troch target arm and into the metal femoral insertion handle only half seated. They could not remove the target arm attachment bolt and had sent it for decontamination to be sent back to the company. There was no delay during the surgery on (B)(6) 2012. Only when the patient had proper x rays done on the ward did they see that the superior lag screw had missed the nail and had deflected posteriorly, which could be observed on a lateral view x ray. Mr (B)(6) had the patient operated on again the following week ((B)(6) 2012) to adjust the screw and place it through the nail. After inspecting the jig assembly and discussing it with mr (B)(6) it was deduced that due to the fact that the target arm attachment bolt jammed and was not fully seated, this allowed there to be play in the troch target arm which caused the direction of the drill and screw to be out of alignment with the nails superior screw hole.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product was returned for evaluation. The attachment bolt was confirmed to be attached incorrectly to the target arm. This resulted in the nail not being correctly seated against the jig. If the nail is not correctly positioned in the jig then the alignment for the lag screws will not be correct. The complaint information states that the doctor noticed that the target arm and nail were not properly attached, therefore a design issue is not suspected. The root cause of the misalignment of the lag screw and the nail is determined to be use error (incorrect assembly of the attachment bolt to the target arm). Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.